Event description:
Our affiliate is reporting to us that a pt underwent an arthroscopic rotator cuff repair on (B)(6), 2010 with the use of 2 helix br anchors and 1 versalok anchor for fixation on. Subsequently in (B)(6), the pt presented with pain; x rays were taken and appearance on the film indicated that the versalok device was loose in the shoulder. Based on this, the pt underwent a re-surgery in (B)(6) to have the anchor removed, however, at this re-surgery, it was discovered that the versalok was not lose at all, but was intact and secure in the bone. In (B)(6) 2010, the pt again presented with pain, and again x-rays were taken and read, and again the x-ray image indicated that the versalok was lose from the bone. On friday (B)(6), 2009, the pt underwent a 3rd procedure; at this procedure, the versalok device was removed. The complaint device was discarded by the user facility. This is all of the info that mitek has at this point. Questions are out.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.